Event description:
On (B)(6) 2026, the patient underwent an ultrasound guided cyst drainage catheter placement procedure using navarre universal drainage catheter. Post procedure, it was noted that the drainage catheters connector was fractured and shattered. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, one photo was provided for review. The photo shows a partial view of a clinician holding a drainage catheter in which the catheter hub was noted to be broken completely and segment of the hub was noted to be missing. The investigation is confirmed for the reported catheter hub fracture and material separation issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.